Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump while playing hockey and wearing it in the waistband of his underwear. The customer's blood glucose was not known. It was advised to revert to a back-up treatment plan. Nothing further was reported.